Event description:
The facility reported an infusion pump with down stream occlusion condition which resulted with no alarm. Customer reported the device will not be returned for evaluation and will be repaired at the facility by a baxter field service engineer. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.

Manufacturer narrative:
Evaluation summary: this device will not be returned for evaluation. The device was repaired at the customer's facility by a baxter field service engineer. This report represents all info known by the reporter at this time.